Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging imprecision issue on inratio. On (B)(6) 2013, inratio: 1.5 no lab comparison on this date. On (B)(6) 2013, inratio 1.2, lab: 2.6. Time between testing within the hour. Pt's therapeutic range 2.0 - 3.2.